Event description:
Reporter alleged discrepant patient blood glucose values of 498 mg/dl performed at 21:28 on the health centers inform system compared to the lab of 172 mg/dl measured at the same time reporter stated the result prior to the 498mg/dl was a reading of 387 mg/dl performed at 21:23 on the inform system as well. Quality control testing was reportedly performed and both levels were within acceptable ranges. Any actions or patient treatment information was not provided. A request was made for the return of the suspect device and replacement product was sent.